Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) reported via phone call of issues with the customer's reservoirs and air bubbles. The caller states the customer had issues with loose reservoirs causing air bubbles. The caller states the adhesive patch was wet where the needle attaches to the adhesive. The caller states the blue transfer guard was loose when it attaches to the insulin vile, causing air bubbles to fill the reservoir. The customer's blood glucose level was 276mg/dl. Troubleshoot was conducted. The customer is being sent out replacement set and reservoirs, and the customer is returning reservoirs for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill testing. Unable to verify transfer guard anomaly. The reservoir passed per inspection and no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found.